Event description:
On (B)(6) 2021, the patient underwent endoscopic myotomy secondary to gastroparesis. Was also found to have severe stenosis involving the pylorus requiring pyloromyotomy. Mucosal defect closed with 5 clips followed repeat egd and replacement of the clip followed by CT scan of the abdomen and pelvis showing free fluid and air, followed by diagnostic laparoscopic and repair of the gastric perforation. FDA safety report ID# (B)(4).